Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu). Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the monopolar energy activation switch was activated, without any input from the surgeon. The customer was able to complete the procedure, but with difficulty. The intuitive tech support engineer (tse) explained that the problem could be with the foot pedals of the erbe. The tse instructed the customers to disconnect the foot pedals. There were no reports of patient injury.